Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "iab inserted prior to CABG case. Had issue with the iabp but could not solve in ot. Pt returned to ICU post-surgery, teleflex received a phone call from ICU educator with helium loss alarm, with high peaked bpw and bpw not returning to baseline. Reduced iab volume which helped slightly but still high seat pressure and helium loss alarm. Xray determined iab a little low and inserted another 2cm with no effect. Iabp device changed with another device to rule out mechanical failure. Issue remained. Patient stable and decision made to remove iab as not really required. On removal noted that the distal portion remained wrapped". A 2nd iab was not required as the patient no longer needed iabp therapy. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8.0fr fos intra-aortic balloon catheter (iabc) without the original packaging. Upon return, the distal end of the teflon sheath was noted at approximately 27.5cm from the iabc distal tip; some liquid blood/fluid was noted within the sheath sidearm. The one-way valve was tethered to the short driveline tubing. The bladder was noted wrapped (or considered twisted) near the distal and proximal end of the bladder; the middle portion of the bladder was fully unwrapped. Two bends to the iabc central lumen were noted at approximately 19.8cm and 56.6cm from the iabc distal tip. A kink to the iabc central lumen was noted at approximately 42.1cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the iabc; no obvious blood was noted within the helium pathway. The fos connector and cal key were examined. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The cal key was intact. The cal key was examined, and no damage was noted. The bladder thickness was measured at six points with measurements ranging from 0.0058in-0.0065in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The cal key and fos were connected to the iabp. The cal key was recognized. The cal key was disconnected and re-connected again after rotating the cal key 180 degrees; the cal key was recognized again. The fos was recognized and zeroed by the iabp. The pump status displayed "ok" indicating the fiber is fully intact. The iabc was leak tested. During the leak test, the bladder did not fully inflate. The middle portion of the bladder had inflated but the distal and proximal portion of the bladder would not fully unwrap and was consistent with being twisted. No leaks were detected. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab "distal portion remained wrapped" is confirmed. During the investigation the distal and proximal portion of the iabc bladder was noted twisted and the bladder would fully inflate or unwrap during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the twisted bladder. The probable root cause of the complaint is manufacturing related. A non-conformance has been initiated to further investigate the issue. Other remarks: n/a corrected data: n/a

Event description:
It was reported that: "iab inserted prior to CABG case. Had issue with the iabp but could not solve in ot. Pt returned to ICU post-surgery, teleflex received a phone call from ICU educator with helium loss alarm, with high peaked bpw and bpw not returning to baseline. Reduced iab volume which helped slightly but still high seat pressure and helium loss alarm. Xray determined iab a little low and inserted another 2cm with no effect. Iabp device changed with another device to rule out mechanical failure. Issue remained. Patient stable and decision made to remove iab as not really required. On removal noted that the distal portion remained wrapped". A 2nd iab was not required as the patient no longer needed iabp therapy. No patient harm or injury. The patient status is reported as "fine".